Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and verified that the unit was constantly alarming. No issues were noted. The constant alarm was coming from the air/oxygen blender. 2k pm (preventive maintenance) was performed. Went over the unit operation with the biomed technician. The unit meets factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device is not pressurizing on the 3100 a ventilator. The customer reported there was no patient involvement associated with the reported event.